Event description:
It was reported that the screwdriver shaft t25 long for matrix tip broke off during the final tightening of the 1-step locking cap. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(6). The DHR was reviewed and no issues that would have resulted in this complaint were found. The fracture surface is homogeneous which speak for the compliance of the material. The fracture surface is homogeneous which speaks for the compliance of the material. Unfortunately, the exact cause of the damage cannot be ascertained. We found no evidence of any product malfunction.